Event description:
New information received notes that after performing defibrillation threshold testing (dft) and changing shocking configuration, noise was noted on all three channels, and the rv oversensing was noted on the marker channel. The patient will be undergoing rv lead extraction and replacement. There is no further information available at this time.

Event description:
New information received on (B)(6) 2017 notes that the full system was extracted. A shock was performed to test the system and another event of noise was observed in all egm channels and external ECG post shock. Noise settled down over time. Both leads and device were explanted and replaced. Patient was fine pre and post procedure.

Manufacturer narrative:
A partial distal portion of the lead measuring 27.5 cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient presented to emergency department after the device had vibrated. Device interrogation noted the vibratory notifier was triggered by an upper out of range high voltage lead impedance measurement. This was manually updated in the emergency department by programming the shock vector. However, the high voltage impedance is still out of range. Lead screening did not show anything abnormal with the lead. The patient will return in july for more testing. The patient remained asymptomatic throughout the event.